Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with lightheadedness and dizzyness. The pulse generator exhibited ventricular ovensensing. The device sensitivity setting was reprogrammed and the device remained implanted.